Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer was dispatched to a patient who was experiencing a sudden pain in their left arm and shoulder. Upon arrival to the patient, the customer attempted to connect their device in order to perform a 12 lead ECG; however during this attempt, their device was powering itself off. The customer was unsuccessful in obtaining an ECG due to the reported power issue. The local hospital had activated the stemi procedures as a precaution and the patient was delivered to the hospital alive. The patient reportedly did not require any defibrillation therapy during the event. There was no report of any adverse effects to the patient during this event.